Manufacturer narrative:
The date of this report was documented as 12/21/2017 on the initial report. The correct date was 11/21/2017. It was documented in the event description that the complaint was reported from (B)(6). Upon complaint review, it was determined that the complaint was reported from (B)(6). Reporter's information has been corrected from (B)(6) to (B)(6) accordingly. Contact number (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the electric pen drive device seized, jammed and moved heavily. It was further determined that the motor and control unit were internally corroded. It was further determined that the device failed pretest for check function and direction of rotation and check function with test hand switch. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Date of this report was documented as nov 21, 2017. It has been corrected to dec 22, 2017. If additional information should become available, a supplemental medwatch report will be sent accordingly.